Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is inoperable. The patient has not recharged or used her scs system in approximately 2 years. Subsequently, the patient may undergo surgical intervention to address the reported issue. Concomitant medical products and dates are unknown.